Event description:
The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.